Event description:
While closing port sites on the second puncture of the skin, the jaws hyperextended, yielding the product useless. Device usage problem - device failed (e.g. Broke, couldn't get it to work or stopped working). No patient harm.

Event description:
While closing port sites on the second puncture of the skin, the jaws hyperextended, yielding the product useless. Device usage problem - device failed (e.g. Broke, couldn't get it to work or stopped working). No patient harm.